Event description:
The customer contacted siemens and indicated that a false low anti-thyroglobulin (atg) result was obtained on a patient sample on an immulite 2000 xpi system using immulite 2000 atg reagent. The false low result was reported and questioned. The following day, the sample was run for atg in another laboratory using a non-siemens method and the result recovered higher. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to low atg result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer provided spy files, error logs, and main data for analysis. Analysis of the spy files and error logs showed no abnormalities. Review of the main data confirmed that the most recent calibration was performed on (B)(6) 2025. Although the calibration itself appeared unremarkable, the instructions for use recommend performing an adjustment every two weeks. Since the measurements took place on (b)(60 2026, the adjustment was overdue. Control performance in the main data was also reviewed. On the sample testing date (january 14th), quality controls (qc) level 1 recovered in range. Control level 2 was not tested on the measurement date. A past history request indicated no additional tickets in the past two years related to atg false-negative results for lot 804. The cause for the false negative result could not be identified. Pre-analytical factors or handling issues cannot be ruled out as potential sources of the event. Siemens recommends adhering to the adjustment interval of every two weeks as described in the instructions for use. The reagent is performing according to specifications. No further evaluation of this device is required.